Event description:
It was reported that when the device was used in an unknown procedure, two attempts were made to reload the device and it would not fire. Another device was opened to complete the case. There was no consequence to the pt.